Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that on 2(B)(6) 2015 the patient experienced a return of symptoms and an increase in pain. The patient had received efficient stimulation from 2013-mid 2015. Impedance testing was performed and found that electrodes 0 and 2 were high with impedances ">4000 ohms." It was noted the patient had not experienced any previous car accident or trauma. During surgery to resolve the issue, the patient's surgeon found disconnection between the lead and the extension and saw an "extension break." The patient's extension was replaced as a result of the event and the issue was resolved. Following the replacement the patient's impedances were "ok" and their therapy was "still effective with the new extension." The patient was "going well" following the procedure. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the extension found the #0 and #2 conductors were broken 2.5 cm from the distal end. Functional testing indicated that circuits 0 and 2 both had ¿open¿ impedances.